Event description:
The pt was implanted with implantable ventricular assist devices (ivads). It was reported by the vad coordinator that when the pt was transferred to the ICU after successful implantation of the ivads, an air leak was noticed on the rvad driveline approximately 1/2 inch from the y-connector. The air leak could be noted when the driveline was manipulated and appeared to be positional. Although the exact location of the leak was not clearly identified by the hospital, the pt remained the hospital for observation and after a few days was discharged home as the leak was no longer detectable.

Manufacturer narrative:
The pt was discharged home and is ongoing on ivad support awaiting a heart transplant. No further info is available at this time. A supplemental report will be submitted when the manufacturer's eval has been completed.